Manufacturer narrative:
Additional information was received that the ability to provide suction was not compromised. Reported complaint will be noted during preuse testing, as contained in the user manual. Standard of care includes ensuring adequate backup equipment. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine. Additional information was received that the ability to provide suction was not compromised. Reported complaint will be noted during preuse testing, as contained in the user manual. Standard of care includes ensuring adequate backup equipment. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI# (B)(4). Device evaluation anticipated, but not yet begun

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.